Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that that system unable to start. Review of the system log file confirmed the malfunction as there was failure in post sib box. To resolve this issue, fse replaced sib box. The defective component was returned to philips for analysis and confirmed the failure as ic and led was faulty. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.